Event description:
Major pump unit(s) involved: blood pump.additional text: thoratec pvad.specific component(s) involved: other component malfunction.other component: broken hall sensor.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : pt placed in fixed mode.implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).

Manufacturer narrative:
Customer returned meter (B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during trouble shooting with the adc customer services, it was discovered that the calibration code stored in the meter memory was not correct. Customer service was able to assist customer calibrating his meter with correct test strips successfully. In addition, the device manufacture date is unknown.

Event description:
Customer's daughter reported customer received a display message with his precision xtra meter. Customer's daughter reported customer experienced symptoms of sweatiness and tiredness and took his hypertension medication to counteract his symptoms. Customer's daughter also reported customer went to a health care facility where he was being diagnosed with severe hyperglycemia with a reading of 260 mg/dl and treated with unknown medication intravenously. It is unknown if the reading of 260 mg/dl was obtained on adc or hcp meter. There was no report of death or permanent impairment associated with this case.